Event description:
It was reported by a customer that during patient use, the shiley tracheostomy tube leaked shortly after a ventilator was placed on the patient. The tube was de-cannulated and the cuff was inflated, confirming the leakage. The patient was re-cannulated. There is no report of patient injury.

Manufacturer narrative:
A request has been issued for the suspect device. (B)(4).